Event description:
A quadriplegic pt suffered second degree burns (21 cm x 11 cm) when the controller on one of the heat lamps failed to shut the lamp off when the skin temperature reached 40 degrees celsius. The device was evaluated by clinical engineering who was able to duplicate the event.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: inherent risk of procedure, other, fail-safe systems. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.